Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the generator had an error, specifically c-00 and u-02, occurred at startup. The customer attempted power cycling the generator three times before contacting the technical service engineer (tse) for phone assistance. The tse attempted a hard power cycle, but the u-02 error persisted. As there was no backup generator available at the site, the case was moved to a different da vinci system. The procedure was aborted another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator unit was returned for failure analysis with the reported issue was confirmed. However, the issue was not confirmed using logs. Functional testing revealed that the unit generated error code u-02 upon startup. Additionally, a review of the internal generator error showed the presence of c-00.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the error u-02 attributed to lose cable connection on the syscheckmaster or faulty cable on the syscheckmaster.